Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing including bench handling and defib cycle testing without duplicating the report. The processor/bridge/pace board was replaced as a pre-caution. The device was returned to inventory and a replacement device was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.